Manufacturer narrative:
The reported event of sensing anomaly was confirmed, but the reported event of high pacing impedance was not confirmed. A full lead was returned in one piece for analysis. X-ray examination of the lead found the inner coil inside the connector region was over-torqued with two filars broken and separated consistent with procedural damage. Electrical testing found an internal short between conductor paths due to over-torqued inner coil inside the connector region, consistent with procedural damage. The cause of sensing anomaly was due to shorting between conductor paths cause by over-torquing the inner coil. Visual and x-ray inspections of the lead were normal with no other anomalies found.

Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that patient's lead exhibited intermittent sensing, had low sensing and out of range high pacing impedance was noted. The lead was not used, and a new lead was implanted as a result. Patient condition was stable.